Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on ccd unit, e226 (scope communication error) occurs and b30(scope communication err) occurs, and no scope ID data. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd unit, image noise occurs and temporary the image cannot be seen. It is assumed that it is caused by use stress or damage (broken wire, etc.) Of the image sensor unit due to external factors or handling. In regrads to the e226 (scope communication error) occurs and the no scope ID data, the most probable cause is stress or damage (broken wire, etc.) Of the image sensor unit due to external factors or handling. The event can be detected/prevented by following the instructions for use which state: "instructions endoeye flex deflectable videoscope olympus ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use. Instructions endoeye flex deflectable videoscope olympus ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope image was defective (sandstorm). The issue occurred during setup. There were no reports of patient involvement.